Manufacturer narrative:
This is the first of two reports for this event. Please see 9610813-2015-00519 for the second report. The manufacturer internal reference number is: (B)(4).

Event description:
A questionnaire and a phone call were received from the consumer and the treating eye care provider on (B)(6) 2015. Both indicated that there is not much more information available. New information received from the questionnaire from the treating eye care provider states that the event occurred in both eyes (ou). The location of the ulcer is listed as "cornea" and the size is unknown. There were no infiltrates and no anterior chamber reaction. Treatment prescribed was vismed multi and an unspecified anesthetic. Permanent scarring is noted. No additional information is expected.

Event description:
It is reported by an optician that on (B)(6) 2015 a consumer had a contact lens in a primary package that had a lack of solution in the primary package. The patient experienced pain upon wearing the lens and the contact lenses dried in the eye. The consumer visited an emergency room and had the contact lenses removed and was diagnosed with an infection. The patient resolved but chose to discontinue contact lens wear. A questionnaire received from the optician states that the event occurred ou and there was severe pain. The diagnosis was clarified to be a corneal ulcer, which required unspecified medical treatment was present however no further information is provided. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to 156782 for lot n0623025 for the description of the second report. (B)(4).

Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. Unopened product from the same lot was returned and found to be within specification. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Information supplied in inital report: it is reported by an optician that on (B)(6) 2015 a consumer had a contact lens in a primary package that had a lack of solution in the primary package. The patient experienced pain upon wearing the lens and the contact lenses dried in the eye. The consumer visited an emergency room and had the contact lenses removed and was diagnosed with an infection. The patient resolved but chose to discontinue contact lens wear. A questionnaire received from the optician states that the event occurred ou and there was severe pain. The diagnosis was clarified to be a corneal ulcer, which required required unspecified medical treatment was present however no further information is provided. New information received: a questionnaire and a phone call were received from the consumer and the treating eye care provider. Both indicated that there is not much more information available. New information received states that the event was ou. The location of the ulcer is listed as "cornea" and the size is unknown. There were no infiltrates and no anterior chamber reaction. Treatment prescribed was vismed multi and an unspecified anesthetic.. Permanent scarring is noted. No additional information is expected.